Event description:
During product service by a service technician, a flogard infusion pump found to have damaged force sensing resistors (fsrs). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During visual inspection the force sensing resistors (fsrs) were identified to be damaged; the cause was undetermined. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.